Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed a negative toxoplasma gondii antibody (igg) result on the patient's sample provided by the customer. The cause of the event is inconclusive. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The affiliate reported the customer alleged a false positive toxoplasma gondii antibody (igg) result, for one patient, involving unicel dxi 800 access immunoassay system. Results from the patient's previous samples were negative. Subsequent testing on the same samples produced positive results. The erroneous result did not correlate with an alternate test methodology, which produced a negative result. The erroneous result was released out of the laboratory. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the patient's samples for further analysis.